Event description:
Rec'd info that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported that a third party biomed inspected the device and replaced the lcd pct. The ventilator passed all testing. Covidien was not authorized to evaluate and svc the device. Ref customer medwatch #: (B)(4).